Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found external abrasion breaching the outer insulation 5.5 to 5.6 cm from the connector pin caused by friction to the can; it was also found at 43.0 to 43.4 cm from the connector pin this is characteristic of damage caused by friction to another implantable device.